Event description:
The tubings fit too loosely on the phaco handpiece and continually fall off.

Manufacturer narrative:
Complaint from the customer was verified. Cause was not determined. Tubing from new product was connected to the handpiece. No problems were found with the new tubing. Customer received replacement product.